Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a lot of breakthroughs. It did not seem to be working like it did at first. It was really bad. They were peeing all over themselves all the time and if they did not go immediately and stand up, they started leaking all over the place or sometimes it worked ok for a bit for a day then it didn't work again. The patient said they have noticed the part under the skin had gone deeper so they were wondering if there was too much fat between it and their skin and if they increased too far it bothered them so they turn it back down and it stops bothering. Patient services reviewed therapy optimization information, control equipment general use and function and redirected to their doctor. Patient services offered and sent email with quick guide and information.

Event description:
Additional information was received from the patient. They called back and reiterated they didn't think "this thing was working right for their symptoms" and also they didn't know what they were doing before calling patient services. They called patient services today because their handset battery was draining too quickly so patient services warm transferred the patient over to healthcare it. Also sent the patient health care provider (hcp) listings again at the patient's request as they currently didn't have an hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.